Event description:
It was reported that during an open low anterior resection, the oral side of the colon was cut and no staples were deployed on both the oral side and the anus side when the firing handle was grasped. Both sides of doughnuts were confirmed and the washer was punched out. Additional suture by hand was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: the purse string device was used for anvil¿s purse string suture. Echelon was used for double stapling technique. The indicator had been within the green range of gap setting scale before firing. The device was not fired across the hard objects except echelon staple line at the firing. The washer¿s crunch and the feel when the trigger grasped completely. Although both sides of the doughnuts formation were proper, the doughnut of the anus side was thin. Was the procedure done open/laparoscopically? ---open. What device was used for the proximal and distal transaction? ---echelon device. What color reload? ---no information. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---purse string device. How was the purse string placed, by hand or with an assist device? ---with an assist. Device if an assist device, what product? ---no information. Was the spike of the trocar inserted lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---no information. When the device was fired, where was the indicator within the green zone/gap setting scale? ---although it was within the green zone, the detailed position was unknown. Was buttressing material utilized? ---no information. Was the instrument fired across or near an existing staple line or clip? ---yes, it was fired across an existing staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---compressed until unable to fire further. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. Was there any difficulty removing the device from the tissue? ---no. Is a pathology specimen and/or report available? ---no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---n/a. Did the operation change significantly as a result of the device issue? ---no. What is the patients age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.